Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: 2015-03-04, product type: catheter. (B)(4).

Event description:
Information was received from the consumer, regarding a female patient receiving intrathecal bupivacaine and dilaudid 2.89mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain. The next doctor appointment was scheduled for (B)(6) 2015, but it was reported that the pump was critically alarming/beeping for an empty reservoir on (B)(6) 2015. The patient did not have an health care provider (hcp) that could refill the pump promptly. No symptoms were reported, and noted that the patient was not withdrawing yet. The call was requesting physician listings, as the patient was dismissed from the last two hcp (one for coming up short on the oral medication/citing drug abuse/failing drug tests.) Additional information received from the consumer reported that the pump had stopped alarming, but did not think that the alarm had been silenced. The patient was taken to the hospital in an ambulance, and was in horrific pain. Additional information was received from the manufacturing representative reporting that the patient had visited every emergency room (ER) in (B)(6), and was refused service at each of them. On (B)(6) 2015, the patient's pump remained empty. The patient will have to decide to turn the pump off or have it explanted, as they have exhausted all possibilities in the area. If additional information is received this report will be updated.